Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician prescribed preoperative antibiotics and then brought the patient into the or where purulent drainage from the chest incision was observed during procedural preparation. Physician removed the ipg, flushed the pocket with antibiotic solution, and closed the initial pocket. Physician created a new pocket superior to the original location, placed a new ipg, reconnected the originally implanted stimulation lead and sensing lead, and closed the site. Additional post-op antibiotics were prescribed after the procedure was completed.